Event description:
A customer contacted beckman coulter, inc. (Bec) to report receiving three (3) dxi wash buffer ii cubetainers that were leaking. No effect to patients or end users was reported in connection with this event.

Manufacturer narrative:
Shipping damage is the root cause for this event. (B)(4).